Event description:
The field service engineer reported a pump with failure code 810:04. This problem was identified during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 was confirmed in the pump's event history file during product evaluation. This failure code was caused by wet tubing. The tubing was therefore dried.